Manufacturer narrative:
Plant investigation: the sample was not returned for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The tubing kit should be changed when pump head thrombosis is observed. Failure to change the circuit when there is pump head thrombosis may result in the following: increased free hemoglobin or other signs of hemolysis, pump head noise, and increased serum lactate dehydrogenase (ldh) levels. Since the event was presumably patient induced, it is highly unlikely to detect a failure in a retention sample. A batch number was not provided, and therefore, a review of the manufacturing records could not be performed. As an evaluation of the complaint sample could not be performed, a cause for the reported issue could not be determined.

Event description:
A clinical support specialist reported that fibrin developed on the pump head impeller during extracorporeal membrane oxygenation (ECMO) support. The event required a circuit change. The event resulted in an unknown amount of blood loss. However, it was reported that there were no adverse effects experienced by the patient. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical support specialist reported that fibrin developed on the pump head impeller during extracorporeal membrane oxygenation (ECMO) support. The event required a circuit change. The event resulted in an unknown amount of blood loss. However, it was reported that there were no adverse effects experienced by the patient. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.